Event description:
Product intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Complaint description: a customer in the united kingdom complained after having obtained what they described as misidentification result while analyzing a patient's isolate with their vitek® ms (ref 410895). At the time of assessment, no further details were available.

Manufacturer narrative:
Following the mis-identification of staphylococcus epidermidis as streptococcus gallolyticus ssp pasteurianus obtained by the customer when using vitek ms an investigation has been carried out at biomèrieux manufacturing site. Complaint trend analysis and device history record was performed and no general trend has been identified. There is no CAPA, nor non conformity on vitek ms linked with customer 's complaint. According to the vilink alert tool criteria, no fine tuning was needed during the tests made on (B)(6) 2022 culture conditions were checked and it could be confirmed that they were not aligned with biomèrieux recommendations'; the tests for which the customer had obtained incorrect identification results were made after 6 or 8 hours of incubation. The vitek ms documentation reads that the recommended incubation time for bacteria is 18-72 hours. Analysis of the customer's data allowed to identify non-optimal sample preparation quality: the calibrator ¿all peaks¿ values were quite heterogeneous. There were several spectra with ¿empty spectrum¿ meaning that nothing has been acquired from the spot. It could be link to bad crystallization of the samples. Customer data were reprocessed with vitek ms kb v3.2 and four out of fifteen spectra, led to no identification results with comment ¿empty spectra¿. The other spectra led to an identification to streptococcus gallolyticus ssp pasteurianus, staphylococcus epidermidis and staphylococcus hominis. The root cause of the mis-identification results observed by the customer is associated with a use error: incorrect incubation time and a non-optimal spot preparation.